Event description:
It was reported that during procedure the physician found that the energy was limited. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during procedure the physician found that the energy was limited. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The investigation confirmed the complaint of low power during the procedure, although the procedure was completed and no patient complications occurred. The field service engineer verified the issue, noting a red screen, and resolved it by replacing the second high reflective (hr) line, after which the system returned to normal operation with no additional issues identified. A risk review confirmed that low power events are already defined and accounted for in the product risk documentation. The malfunction could have affected device performance, but no manufacturing or design issues were found. Since the event aligns with expected or random component behavior, the investigation conclusion code assigned is cause traced to component failure.